Manufacturer narrative:
Investigation included customer interview and user education. Investigation of this case revealed a reported motor stall that did not resolve after priming and rewinding. It was concluded that the event involved an insulin delivery interruption consistent with a motor stall, with no patient injury reported.

Event description:
It was reported that the user received alert 38 indicating a consecutive stalled motor when announcing breakfast, and customer care provided troubleshooting that included advising the user not to announce a second breakfast. There were no hypoglycemic or severe adverse events. Outcomes included user inconvenience and temporary interruption of intended insulin delivery without medical intervention or hospitalization.